Event description:
On (B)(6) 2013, it was reported that this vns patient committed suicide on (B)(6) 2013. Attempts for additional information have been unsuccessful. The patient's programming and diagnostic history was provided.